Manufacturer narrative:
(B)(4). D10: item # (B)(4), flexible shaft, tri-shank, lot # 4504477576. G2: report source japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that two drill shafts were broken during the procedure, an identical instrument was used to complete the procedure. There was no impact on the patient and all debris were recovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: g4. One instrument was returned for investigation (the other was discarded at the hospital as per correspondence) the event of fracture for the returned instrument can be confirmed as the tri-shank is fractured in the spring-shaped part. Some cracks were detected on the flat surface of the spring area, radiating from the inside hole towards the outside. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination for the item with known lot number. However, due to the lack of the lot number for the other item, an additional lot search could not be performed. Based on the available information, the reported event can be confirmed for one of the instrument (the returned one) and not for the other. With the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.